Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in the patient for the endovascular treatment of a 100 mm abdominal aortic aneurysm. It was reported that approximately 47 months post index procedure, the patient presented to ER with complaints of claudication and difficulty walking. It was stated that the physician felt that the original endurant ii aui stent graft previously implanted had ¿slipped¿ a few mm and appeared to create a kink between the distal end of the taper and the aui limb. On the same day, thrombectomy and angioplasty was performed and an additional etuf3614c102e was implanted two days later resulting in brisk blood flow and palpable distal pulses upon completion. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.